Event description:
Ous MDR - it was reported that approx. 35 months after the implantation a damage of svc coil was seen on x-ray. This finding was made during an ablation procedure. It was also reported that there was a singular case of shock impedance increase in the past. The impedance went back to normal after the occurrence. The system was explanted.

Manufacturer narrative:
The ICD and the lead, which was cut through 16.5 cm distal of the connector pin, were returned for analysis. During the ICD analysis, the implant first underwent a status interrogation. The device status was bos (begin of service), and 15 charge processes had been documented. In addition, the analysis of the follow-up data and of the impedance trend showed that as indicated in the complaint description a shock impedance value >150 ohm was measured once on (B)(6) 2017. The impedance values before (B)(6) 2017 and after (B)(6) 2017 were as expected. There were no indications of a malfunction of the ICD. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The subsequent examination of the lead confirmed the damage in the area of the svc shock coil mentioned in the complaint text. It could be seen that the shock coil was torn of about 3 windings distal of its proximal welding connection. The distal part of the svc shock coil was shifted towards the tip electrode and strongly compressed. This compression is, however, due to the extraction process since the x-ray images show this part as stretched. The characteristics of the damage manifestation indicate a sudden massive force impact in the implanted state. The stretching visible on the x-ray images distal of the tear-off site speaks for a tensile force that must have acted upon this area. Based on the data analysis, such an event is suspected to have happened on (B)(6) 2017 since this is when a sudden increase of the shock impedance to >150 ohm occurred. The origin of the suspected force impact is unclear. There are no other available data on the patient. A material defect of the lead can be ruled out because no signs of wear and tear could be seen at the tear-off site and the welding had been carried out properly. In summary, the ICD proved to be fully functional during the analysis and met the technical specifications. The lead showed a tear-off of the shock coil that indicates a spontaneous impact of a strong force. There was no material defect or manufacturing error. The origin of the observed tear-off of the svc shock coil is unknown. This is the only case of this kind for ICD leads that biotronik is aware of.